Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome - other. It was reported that the patient had a return of symptoms. The patient was not sure if their device was working correctly. The patient stated that they could feel the "white noise or zapping" which they had always felt, but lately it was not feeling right. The device was implanted to treat their right sciatica which was where they were currently having pain. The patient confirmed that they were feeling stimulation in the correct area but that it was not helping with their pain. The patient stated that they had a couple of falls with one on (B)(6) 2016 and the other on (B)(6) 2016 but that the falls occurred after the pain started. The pain started around (B)(6). The patient stated that they had drop foot on their right leg and their right leg does not want to work right. The patient stated that they lost their balance and had to grab on to something about once a week. They had been trying to exercise on their stepper machine but did not use any weights. The patient confirmed that they had started exercising before the pain started. The reason that the patient had been exercising was because they had quit smoking in (B)(6) and gained 25 pounds. The patient tried to increase stimulation but when they increased stimulation it was unpleasant and did not help with the pain. The patient had already contacted their managing health care professional (hcp) and was going to schedule an appointment with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.